Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted (B)(6) 2004. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient was last seen (B)(6) 2004 and was doing well, and did not present with any complications. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient was reported to be over 18 years of age.